Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A stingray lp catheter was selected for use. During procedure, the stingray balloon was tried to inflate inside the patient's body but the contrast did not fill up the balloon and the pressure on the indeflator failed to go up. The device was taken out from the patient's body and it was then found out that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.